Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The reporter stated that the catheter had started to leak between the tube and attachment part. The patient underwent an additional procedure to have the catheter replaced. Aside from this, there were no further injuries to the patient.